Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the bubble generator assembly to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a leak from the reagent probes, involving the unicel dxc 600i synchron access clinical system. In addition to the leak, the customer obtained back-to-back calibration failures for ammonia at the time of the event. The leak was contained within the drip trays under the reagent probes. The customer was wearing personal protective equipment consisting of gloves, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.